Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, the pacemaker did not stimulate when connected. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.